Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult peel is confirmed and appears to be manufacturing related. One set of pull tabs from a 4.5 microez microintroducer were returned for evaluation. The grey sheath has been partially split. Blood residue was present on the device. The break surfaces of the pull tabs were observed to be uneven and stretched. One of the peel tabs contains a complete ring of material where it should be split. Microscopic observation of the break surfaces revealed material whitening and elongation of the splitting region of the tabs. The presence of a complete ring in the material suggest that an improper peel was experience which may have impacted removal of the sheath from the catheter during use. Since the manufacturing process likely contributed to the uneven peel, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after inserting the catheter, the sheath was difficult to peel off. Therefore, the sheath was removed from the patient¿s body after cutting the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1128 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter, the sheath was difficult to peel off. Therefore, the sheath was removed from the patient¿s body after cutting the catheter. There was no reported patient injury.